Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarms noted. No motor position encoder error alarm noted in the alarm history screen. Unit was unable to prime during prime test due to a faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to a prime/fill anomaly. The motor passed motor test. The device had broken battery tube threads, cracked reservoir tube lip, and a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.